Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had episodes of pacemaker mediated tachycardia. Programming changes were recommended. No further information is available.